Event description:
It was reported to philips that the device experienced an ECG equipment malfunction and subsequently displayed a red x in the rfu indicator. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.